Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken lens was excessive force by mishandling of the device when dropped. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device history records for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The referenced device was returned for evaluation and the customer¿s reported problem was confirmed, the black eyepiece funnel was found broken/fractured off. The inspection noted the following (non-reportable) defects: bent rigid outer tube at the distal end, corrosion on the distal end window frame, dents on the edge and broken rod lenses inside the optical system. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The nurse director at the user facility reported after the procedure, the oes elite high definition autoclavable rigid telescope was dropped, and the lens fell off. No death or injury and no impact to patient or other was reported.